Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intended to deliver a bolus to address a blood glucose (bg) level of 450 mg/dl, but observed 14 units of insulin on board (iob). Tandem technical support verified that the customer had delivered a bolus of 5.5 units and a bolus of 9 units within a span of 7 minutes. At the time of the reported event, the customer's bg level was 45 mg/dl, and carbohydrates and glucose tablets were consumed to treat low bg. During a follow-up, bgs increased to 181 mg/dl. Review of the pump bolus history showed that the customer programmed and delivered multiple bolus dosages. The customer reported that the entries had occurred due to user error, and recommendation was made to discuss diabetes management with health care provider.